Event description:
The customer reported that the system's left monitor would not display an image. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The monitor assembly was ordered. The service representative recalled saved images and displayed real time images. The system was tested and found to be working as intended and put back in service.